Event description:
It was reported the patient had increased spasticity. A dye study was done. They were unable to aspirate anything from the cap (catheter access port). The patient was scheduled for surgery to revise or change out the catheter. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that the patient had a new catheter placed. The physician flushed fluids through the catheter on the back table to check for patency. He noted tissue blocking holes on the catheter. It was later reported that the concentration of the lioresal was 2000 mcg/ml; the dose was 420.2 mcg/day. Some of the holes at the tip of the catheter were clogged. An entirely new catheter was placed. This resolved the device issue.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).